Event description:
Pt reported pain at implant site and pain with stimulation. Explant/reimplantation surgery was scheduled in 2000. Upon device analysis the device was shown to fail because of an electrical leakage between electrodes. The most likely cause being the presence of fluid at the electrical feedthrough.